Event description:
It was reported that the patient had a urethral injury during a previous surgery with an inflatable penile prosthesis (ipp) and a tactra device was then placed. The patient was not satisfied with the tactra device and wanted an ipp, so a revision was performed. There were no additional patient complications.

Manufacturer narrative:
H6 conclusion codes the reported patient perforation symptoms is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient had a urethral injury during a previous surgery with an inflatable penile prosthesis (ipp) and a tactra device was then placed. The patient was not satisfied with the tactra device and wanted an ipp, so a revision was performed. There were no additional patient complications.